Event description:
While monitoring a pt the device displayed service on the screen. The device operator cycled power to the device; the device worked correctly for about 30 seconds then again displayed service on the screen. There were no reports of adverse affects to the pt as a result of device operation.